Event description:
The customer reported an intermittent image and fluid invasion within the internal housing during an inspection involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.